Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device free in the peritoneal cavity/ migration of essure device located in the omentum,"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune thyroiditis ("hashimoto disease") in a 42-year-old female patient who had essure (ess205) (batch no. 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis, chronic diarrhea, weight loss, gastric disorder and bleeding genital. Concomitant products included methotrexate for rheumatoid arthritis as well as adalimumab (humira) and hydroxychloroquine phosphate (plaquenil). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and skin exfoliation ("peeling finger tips dry skin"). In june 2008, the patient experienced pelvic pain ("pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In february 2009, the patient experienced fatigue ("fatigue"). In march 2009, the patient experienced gastrointestinal ulcer ("gastrointestinal ulcers") with dyspepsia, irritable bowel syndrome ("ibs") with diarrhoea, abdominal distension ("bloating") and gastrooesophageal reflux disease ("acid reflux"). In (B)(6) 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced dental caries ("increased cavities"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal problems"), tooth disorder ("dental problems"), incontinence ("incontinence"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with blood transfusion, auxiliary products, surgery (on (B)(6) 2017,total hysterectomy and salpingectomy (bilateral removal of fallopian tubes)), surgery (endometrial ablation, dilation and curettage) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, gastrointestinal disorder, tooth disorder, incontinence, autoimmune thyroiditis, bladder disorder, urinary tract disorder, fatigue, gastrointestinal ulcer, irritable bowel syndrome, migraine, headache, skin exfoliation, weight increased, dental caries and gastrooesophageal reflux disease outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, autoimmune thyroiditis, bladder disorder, dental caries, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, gastrointestinal ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, incontinence, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, skin exfoliation, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian. X-ray - on (B)(6) 2009: essure device free in the peritoneal cavity. Patient states has had stomach problems and was seeing gastroenterology and had a small bowel x-ray done today and was told an essure coil appears ¿floating.¿ (B)(6) 2007, hysterosalpingogram: impression: the essure devices appear to be producing obstruction of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, device dislocation. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hashimoto disease, bladder problems, urinary problems, dysmenorrhea (cramping), fatigue, gastrointestinal ulcers, ibs, acid reflux, chronic diarrhea, heartburn, migraines, headaches, pain, peeling finger tips dry skin, increased cavities and bloating. Medical history, concurrent condition were updated. Essure lot number provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device free in the peritoneal cavity/ migration of essure device located in the omentum,/ migration of device- location of device :right coil in peritoneal cavity"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and autoimmune thyroiditis ("hashimoto disease") in a 42-year-old female patient who had essure (ess205) (batch no. 623462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy on (B)(6)2015, juvenile rheumatoid arthritis and synovectomy. Concurrent conditions included rheumatoid arthritis, chronic diarrhea, weight loss, gastric disorder, bleeding genital and body mass index normal. Concomitant products included methotrexate for rheumatoid arthritis as well as adalimumab (humira), hydroxychloroquine phosphate (plaquenil), omeprazole since 2015 and vitamin d nos since 2000. On (B)(6)2007, the patient had essure (ess205) inserted. In june 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In november 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and skin exfoliation ("peeling finger tips dry skin"). In june 2008, the patient experienced pelvic pain ("pain"). In november 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In february 2009, the patient experienced fatigue ("fatigue"). In march 2009, the patient experienced gastrointestinal ulcer ("gastrointestinal ulcers") with dyspepsia, irritable bowel syndrome ("ibs") with diarrhoea, abdominal distension ("bloating") and gastrooesophageal reflux disease ("acid reflux"). On 19-may-2009, 1 year 11 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In january 2011, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In february 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In june 2011, the patient experienced dental caries ("increased cavities"). In december 2012, the patient experienced weight increased ("weight gain"). On (B)(6)2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal problems"), tooth disorder ("dental problems") and incontinence ("incontinence"). The patient was treated with blood transfusion, auxiliary products, surgery (on 20-oct-2017,total hysterectomy and salpingectomy (bilateral removal of fallopian tubes)), surgery (endometrial ablation, dilation and curettage), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6)-2017. At the time of the report, the device dislocation, autoimmune thyroiditis, gastrointestinal disorder, tooth disorder, incontinence, bladder disorder, urinary tract disorder, fatigue, gastrointestinal ulcer, irritable bowel syndrome, migraine, headache, skin exfoliation, weight increased, dental caries and gastrooesophageal reflux disease outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, autoimmune thyroiditis, bladder disorder, dental caries, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, gastrointestinal ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, incontinence, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, skin exfoliation, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion x-ray - on (B)(6)2009: essure device free in the peritoneal cavity patient states has had stomach problems and was seeing gastroenterology and had a small bowel x-ray done today and was told an essure coil appears ¿floating.¿ (B)(6)2007, hysterosalpingogram: impression: the essure devices appear to be producing obstruction of both fallopian tubes. * patient's current weight was 180 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device free in the peritoneal cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal problems"), tooth disorder ("dental problems") and incontinence ("incontinence"). The patient was treated with surgery (on (B)(6) 2017, she have scheduled to a have a partial hysterectomy, to remove device) and surgery (ablation). At the time of the report, the device dislocation, genital haemorrhage, weight increased, gastrointestinal disorder, tooth disorder and incontinence outcome was unknown. The reporter considered device dislocation, gastrointestinal disorder, genital haemorrhage, incontinence, tooth disorder and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian x-ray - on (B)(6) 2009: essure device free in the peritoneal cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.